Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the battery gauge was noted to be fluctuating which resulted in the pump shutting down. The customer¿s blood glucose was 242(mg/dl). During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged and reported that the pump had powered on and insulin delivery had been resumed. Multiple follow up attempts were made to ensure the power source alert did not recur, however, the customer did not respond to follow up attempts.